Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reports red and denuded peristomal skin from 500-700 o'clock which extends outward at the furthest approximately 13mm. She usually uses water to cleanse her peristomal skin. She applies stomahesive powder followed by protective barrier wipe but she is unsure of the name of the wipe. She also uses other brands of wipes at times. She does experience some pain from this area. She usually changes her wafer every 3 days. She applied stomahesive paste and barrier ring to her peristomal skin. She notes a small amount of bleeding from the red and denuded peristomal skin when she changes her wafer. She has been experiencing peristomal skin issues off and on since (B)(6) of 2013. Instructed if area worsens or does not improve to call back for additional instructions.